Event description:
The physician attempted to close a 7 fr. Access site following ptca with the closer tsl 6 fr. Device. As the foot was being deployed, it was noted that a large hematoma had formed. The operator continued to deploy the device, however a bilateral cuff miss occurred. Another closer device was deployed and a single cuff miss occurred. Thus, the operator crossed over to manual compression without success. During surgery, it was discovered that part of the device foot was broken, but the foot fragment could not be located. A 5 mm pseudoaneurysm was identified and repaired. The pt was hospitalized for 6 days post surgery and was discharged without further sequelae.